Event description:
Patient reported that the last couple of times, their pump, serial number (B)(6), keeps stopping but after restarting the pump, it will begin working again. Pt reports that with their last 2 infusions, the pump alerted with "high up pressure" and several other messages. Pt advises their home health nurse finished their infusion via gravity as to not miss their dose. Pt did not report experiencing any adverse events or missed doses due to the pump issue. Device is available for return upon the pt receiving return shipping materials. Pt is infusing 30gm/300ml gamunex-10%, made up of 1-20gm/200ml vial and 1-10gm/100ml vial. No additional details, dates, or information provided.